Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the company representative was sent an xray of a pump and wanted a second opinion on whether the pump was flipped or not. It was unknown if the patient experienced symptoms/complications. The date of the event was unknown. It was noted that the company representative had no further information regarding this event at this time; however, planned to call the hcp to obtain additional information. Additional information was later received from a healthcare provider via a company representative on (B)(6) 2020. The patient and pump serial number involved with the event was clarified. It was unknown when the patient first started experiencing the issue, but the healthcare provider was unable to access on a fill. The pump was confirmed as having flipped via x-rays. The patient experienced no symptoms. The healthcare provider was just unable to fill the pump. The issue was not yet resolved. The patient was to go to the operating room to have the pump flipped the correct way on (B)(6) 2020. The patient¿s weight at the time of the event was unknown. No device was planned to be returned for analysis. No further patient complications have been reported as a result of this event.